Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: not applicable as no sample is returned. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use . The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the additional injection point of 18g venflon pro safety infusion needles regularly leaks. The doctor does not know the reference number, has no batch number and no samples. He called the sales rep asking if we have heard about the complaint more often.¿